Manufacturer narrative:
Concomitant product: 5554-53, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced pre-syncope and was bradycardic. The right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. There was also intermittent far field r-wave (ffrw) oversensing on the ra lead. Diminished sensing was noted on the rv lead with a number of short v-v intervals. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.